Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular repair of a large 7.2 x 5.8 x 8.4 cm abdominal aortic aneurysm. The aortic neck was 19-20 mm in diameter, and it was 31 mm in length with 60 degree angulation. The right iliac artery went from 23 to 26 to 20 mm in diameter, and the left iliac artery from 19 to 22 to 19mm in diameter proximal to distal. There was moderate to severe tortuousity throughout the vessels. Approximately two weeks prior to the stent graft implant procedure, the patient presented emergently with dizziness, blurred vision, weakness and fatigue. After the stent graft was implanted, the patient remained in the hospital over the weekend cardiac issues, which was diagnosed prior to the emergent stent graft implant. A CT scan was performed over the weekend because the aneurysm was pulsatile which required review of the films to evaluate for an endoleak. The review of the CT demonstrated a distal type 1 endoleak. At this point the physician decided to take the patient back to surgery which was on day 5 post implant and placed 2 aneurx aortic cuffs and one iliac limb. Then an aortic cuff was placed distally (see MFR # 2953200-2009-01896). A reliant balloon was used to model the stent grafts. A post aortogram showed there was still a distal type 1 endoleak which was relined with an aortic cuff and an iliac limb stent graft (see MFR # 2953200-2009-01897). The endoleak improved; however, it did not completely resolve. The physician elected to place an aortic cuff proximal to the bifurcated stent graft for prophylactic treatment just to reinforce the aortic neck (see MFR # 2953200-2009-01898). The decision was made to not further intervene and to monitor the patient. Evaluation was planned in 30 days in assumption that the endoleak would seal off. It was reported that the patient remained hospitalized and expired 11 days later from a cardiac arrest. No additional information was provided. The devices were not returned for evaluation.

Manufacturer narrative:
(Required intervention) - evaluation results: (death, endoleak), (angulated aortic neck, cardiac arrest).